Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a posterior capsule tear during cataract surgery. The wound was enlarged, a vitrectomy was performed, and a three piece intraocular lens was implanted in the sulcus. Sutures were used to close the wound. The surgeon indicated the event was not related to any company products, however, the cause was unknown.